Event description:
It was reported that (2) atw35 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that during laparoscopically assisted vaginal hysterectomy the atw35 was being used and the device was attempted to be fired across the broad ligament. When this was tried, the instrument would only fire a few millimeters close to the crotch of stapler then would lock out. Another atw35 was pulled and again attempted to be fired, this stapler would not fire at all. The surgeon took the advice of the rep and used the 45mm stapler, and everything went fine. The case was concluded with the tsw45. There was no consequence to pt.